Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to successful pass calibrations and operate as intended throughout the evaluation. Per data log analysis, on 12-aug-2019, several attempts are made to calibrate the gas system. Each time calibration failed with "o2 sensor out of range at calibration" (o2 sensor value = 0). The issue is likely a bad o2 sensor. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) installed a new oxygen (o2) sensor resolving the issue. The unit operated to manufacturer's specification. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.